Event description:
It was reported that the monopolar curved scissors (mcs) instrument orange insulation was noted to be missing after reprocessing. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument tube extension had pad printing removed. Half of the pad printing on the tube extension was missing, the missing piece measures approximately .292 x .908. The pad printing looked to be missing from one axial key to the other. The evidence was inconclusive, but the pad printing damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the pad printing removed could likely cause or contribute to an adverse event if the failure mode were to recur.